Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received multiple pump error alarms. The customer's blood glucose was high more than 300 mg/dl they treated with an insulin pump, the blood glucose went down to 190 mg/dl. The blood glucose again went up to 278 mg/dl because the delivery was stopped. They also received change sensor alarm the blood glucose went down to 66 mg/dl treated with food. Troubleshooting was performed for pump error alarm and noticed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero. Offered troubleshooting for high and low blood glucose however, unable to continue it further. The insulin pump will not be returned for analysis.